Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 3 7754, serial# (B)(4), product type: recharger. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a sharp pain that radiated from above their implantable neurostimulator (ins) site in the left flank to the rib cage in the front. The patient also felt that they had to recharge more frequently and that the ins battery had moved "up" rom the original implant site. The issues had started about 2 months ago and the patient denied any falls or other incidents and noted that everything was fine before that. The stimulation coverage was good and the patient used the device 24 hours a day, 7 days a week. The manufacturer's representative checked the impedances which were within normal limits. It was also noted that they were able to get 8 coupling bars easily with the recharger. The recharging history screen showed the patient got an average of 4 coupling boxes and was not fully charging. The physician noted that they will consider repositioning the ins battery to see if that will relieve the pain although they did not think it was related to the ins system (including the leads). It was reported that a surgical intervention was planned but had not been scheduled. The indication for use of the implanted device was noted as spinal pain. If additional information is received, a follow-up report will be sent.

Event description:
Additional information reported that the patient was admitted to the hospital, on the day of this report, as an outpatient in same day surgery because they are stabilizing the battery. It was noted they are moving the pocket. Should additional information be received the event will be undated.